Event description:
Tampon broke apart inside my vagina, had to sit and take the crumby matter that was leftover myself- vagina [foreign body in reproductive tract]. Tampon started to break apart [device breakage]. Upon removal, I discovered that somehow the tampon started to break apart and crumble away all inside my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon started to break apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.